Event description:
During an open heart surgical procedure the operator ordered the attending staff to switch the disposable electrode cable out and connect the internal defibrillation cables to the defibrillator. When the defibrillator was discharged, the operator allegedly rec'd a shock to his lower abdomen. When the staff checked the defibrillator it was observed that the disposable defibrillation cables were still connected. It was also observed that the lateral disposable electrode had become dislodged from the pt's skin and had peeled down in such a way as to expose some or all of the gel surface to the operator's abdominal area at the time of the discharge. There were no adverse effects to the pt reported.